Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
After repeated mallet strikes to the rasp handle while preparing a patient's femoral canal, the locking mechanism failed, at which point it was noted the rasp was no longer firmly fixed to the handle.

Manufacturer narrative:
Upon investigation and evaluation of returned product it has been determined that the reported device did not cause or contribute to the event.